Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings over 400 mg/dl for approximately eight hours after changing all pump supplies, and the cartridge was found empty without observed leaks, for which troubleshooting and education were provided including guidance to replace all supplies or administer a manual injection with temporary pump disconnection. Symptoms included nausea. Outcomes included ongoing elevated glucose requiring user-directed corrective action and follow-up. Investigation included complaint intake, user interview, and troubleshooting focused on potential low or out-of-drug conditions and infusion delivery issues. Investigation of this case revealed an unclear cause of hyperglycemia with potential contribution from depleted insulin in the cartridge and uncertain infusion delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.